Manufacturer narrative:
This product is manufactured in (B)(4) but is not marketed in the u.s. Diopter: -16.00. Event problem and evaluation codes: (B)(4). Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.0mm icm130v4 implantable collamer -16.00 diopter lens in the patient's right eye (od) on (B)(6) 2014. Refractive surprise was observed on (B)(6) 2014. The icl was explanted and was exchanged with a longer length lens on (B)(6) 2014. This resolved the problem. Post-op visit on (B)(6) 2014 - ucva was 20/32.